Event description:
Customer reported a blank display on his insulin pump. Customer's blood glucose is 228 mg/dl. About ten days ago, customer changed the battery and the screen would not come back. He called the help line and they were able to resolve the issue. Last weekend, customer changed his battery again and the display wouldn't come back. It eventually came back, but after a few hours the device started vibrating and the display went blank. There is no physical damage to the device. It was never dropped or exposed to moisture. Customer uses (B)(4) batteries. The battery cap, contacts, and spring are not damaged. Customer tried a removed the battery for ten minutes and the display came back. The device passed the self test. A replacement battery cap was sent. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.